Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j94142102, implanted: (B)(6) 1994, product type: catheter. (B)(4).

Event description:
It was reported that during a normal pump replacement surgery, the surgeon broke the pump/catheter connector on the existing catheter when trying to disconnect/reconnect. The medication delivered via the pump was baclofen. If additional information becomes available, the event will be updated.